Event description:
It was reported that during a basilar artery aneurysm procedure, after delivering the microcatheter in place and through rinsing of subject stent and proceeded to deliver through microcatheter. Resistance was felt while pushing the subject stent from introducer sheath into the microcatheter. Even after applying tension to partially deliver the subject stent into the microcatheter but was unable to push it fully so, the subject stent system and introducer sheath were withdrawn from the microcatheter. During withdrawal, the subject stent got fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was deformed. The middle of the stent was broken/fractured. The distal end of the stent was missing a marker band. The sdw was kinked/bent at the distal end, and at the proximal end. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent broken/fractured during use' was confirmed during visual inspection. The remaining code 'stent difficult/unable to transfer' could not be replicated as the stent was returned in a deployed and fractured condition. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'when pushing the stent from the introducing sheath into the microcatheter, excessive resistance was encountered. The physician applied tension to partially deliver the stent into the microcatheter but was still unable to fully push it in smoothly. After multiple attempts with persistent high resistance, the physician withdrew the stent system and the introducing sheath from the microcatheter. During withdrawal, the stent fractured (but did not completely break apart). Subsequently, the physician introduced a new stent and completed the procedure using the same microcatheter'. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was returned for analysis in a deployed condition. The distal (open cell) end of the stent was significantly deformed, and one of the three (3) radiopaque markers (ro) markers was missing from the distal end of the stent. The middle of the stent was also significantly deformed, and it was also noted to be broken/fractured. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was kink/bent towards the distal end of the wire and also near the proximal end of the wire. Given the event description and the condition of the returned stent, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up good faith efforts (gfe) responses but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to determine which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the lumen of the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user then attempted to withdraw the stent. On this occasion, it appears that the stent fractured during the withdrawal efforts. This suggests that the stent was already significantly deformed while being advanced into the microcatheter and had become stuck in the microcatheter lumen. It is not clear where the missing distal ro marker was located. The as reported codes 'stent difficult/unable to transfer' , ' stent broken/fractured during use' as well as the as analysed code 'stent broken/fractured during use',' stent deformed',' stent deployed prematurely during preparation', 'sdw kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.

Event description:
It was reported that during a basilar artery aneurysm procedure, after delivering the microcatheter in place and through rinsing of subject stent and proceeded to deliver through microcatheter. Resistance was felt while pushing the subject stent from introducer sheath into the microcatheter. Even after applying tension to partially deliver the subject stent into the microcatheter but was unable to push it fully so, the subject stent system and introducer sheath were withdrawn from the microcatheter. During withdrawal, the subject stent got fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.